Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg. The customer reverted to manual injections for insulin therapy.